Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the tibial broach cemented size g-h found that it exhibited damage on the teeth and gouged on both sides. Dimensional analysis of the device found no deviations from the print specifications. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause can be determined tear and wear from use with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that following a knee arthroplasty, the tibial broach was noticed to have missing teeth.